Event description:
A customer was unable to initialize their analyzer after performing daily maintenance. Troubleshooting by the customer determined that the fluidic line was crimped. This type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of pt harm as a result of this event.